Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-02149.

Manufacturer narrative:
Evaluation: results - extension has significant discoloration and all wires were broken in header. Extension lead segment shows signs of twisting. Extension failed continuity testing with all channels measuring open. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.